Event description:
It was reported on may 20th, 2025, that shaking and noise were observed during a 3dimensions mammography system procedure. A field engineer was dispatched to investigate the issue and found one missing and one loose screw within the systems vta. The field engineer installed and tightened a new screw, performed system calibrations and verified that no further unintended movement was observed. No patient/user injury reported.